Manufacturer narrative:
UDI: (B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: ceb231210a/17468707. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® iliac branch endoprostheses states, adverse events that may occur and / or require intervention include but are not limited to: bowel (eg., ileus, transient ischemia, infarction, necrosis).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and bi-lateral common iliac artery aneurysm¿s and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure well. Later this same day it was reported that the patient was unable to move his left foot and underwent an emergent thomboembolectomy and colonic resection for an ischemic bowel. The patient tolerated the procedure. On (B)(6) 2018 the patient underwent implant of new a right arterial line as he was experiencing hypovolemic shock and septic shock. The patient tolerated the procedure. On (B)(6) 2018, it was reported that the patient expired. The cause of death is unknown. All gore devices were reported to have performed as intended.